Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.